Manufacturer narrative:
Concomitant medical products: 2822789, 02-010-03-0335, logic cr femoral cem, right, sz 3.5; 5404146, 02-012-45-3535, lgc tibial fit tray cem sz 3.5f / 3.5t; 6038382, 200-02-41, three peg patella 41mm; 5279765, 201-78-15, holding pin mini sharp point 4 pk; 5284137, 201-78-81, 3 trocar, mod. Hex 2pk; 5284161, 201-78-81, 3 trocar, mod. Hex 2pk; 5284175, 201-78-81, 3 trocar, mod. Hex 2pk; 323871, 203-96-40, (11-3661) stryker sys 6 90x25x1.27; 332364, 203-96-42, (11-3671) stryker sys 6 90x13/21x1.19; s018337, 521-78-23, threaded pin size 2.3 collared; s018357, 521-78-23, threaded pin size 2.3 collared; s010942 521-78-36, threaded pin size 5.1 collarless. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 64 yo female patient, initial right knee implanted on (B)(6) 2019, underwent a revision procedure on (B)(6) 2022, approximately 3 years 1 month post the initial procedure due to poly wear. The patient last known to be in stable condition. No other patient/medical information reported. The product is not returning as it was disposed of by the hospital. No further information.

Manufacturer narrative:
H6: the revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, instability, patient-related conditions, or any combination of these possibilities, which led to wear of the polyethylene component. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed as the device was not returned for evaluation and images/x-rays were unable to be obtained.